Event description:
It was reported that during a embolization intervention procedure, removal difficulties occurred. The target lesion was located in the mildly tortuous portal vein. This 6mm x 10cm interlock coil along with a unknown catheter and 5f non-bsc guide wire were selected and were advanced to the target lesion however, while attempting to deploy the coil the coil got stuck and was unable to fully deploy. The catheter and partially deployed coil were repositioned and removed from the patient as a single unit. The procedure was completed with a different device. No patient complications were reported and the patients status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MFR: 2134265-2012-05899. It was reported that during a embolization intervention procedure, removal difficulties occurred. The target lesion was located in the mildly tortuous portal vein. This 6mm x 10cm interlock coil along with a unknown catheter and 5f non-bsc guide wire were selected and were advanced to the target lesion however, while attempting to deploy the coil the coil got stuck and was unable to fully deploy. The catheter and partially deployed coil were repositioned and removed from the patient as a single unit. The procedure was completed with a different device. No patient complications were reported and the patients status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that a cook 5f.038inch diagnostic catheter was returned. A test delivery wire was inserted into the hub of the cook catheter and it got stuck 4.0cm from the distal end. The delivery wire was inserted into the distal end and it got stuck 46.5cm from the proximal end. The catheter was cut several times in an attempt to remove the coil. The coil was inadvertently cut. Severe resistance was experienced removing the coil. The coil was inspected and it was severely stretched at the proximal end. Kinks were also present towards the proximal end. The interlocking arm of the coil was inspected and was severely bent. The zap tip shape and surface of the coil was smooth. As the coil was damaged not all dimensions could be measured. The dimensions that could were found to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user/use error. The dfu states that "the interlock - 35 fibered idc occlusion system is recommended for use with a 5f (0.035 in [0.89 mm] or 0.038 in [0.97 mm] inner lumen) imager ii diagnostic catheter." (B)(4).